Event description:
Additional information was received on (B)(6) 2011 that this device was emergently explanted while the patient was out of the country. No additional adverse patient effects were reported. This device is not included in an advisory.

Manufacturer narrative:
As of this date, this device has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed a magnet rate of 90 bpm and gas gauge indicating one-fourth of battery life remaining. Three months earlier the magnet rate was 100 bpm. There was concern regarding the magnet rate decrease and the discrepancy. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.